Manufacturer narrative:
At the date of this report, the device was not returned to the manufacturer, the investigation is then not completed. A medwatch follow-up will be submitted when the investigation is completed.

Event description:
It has been reported that some holding pins of the oscillating saw attachment serial number (B)(4) were broken. No patient harm or injury has been reported. The event occured prior to surgery and no delay has been reported.